Event description:
This is being filed to report recurrent mr, leaflet perforation requiring intervention, and prolonged hospitalization. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat mixed mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. During a follow up transthoracic echocardiogram performed on (B)(6) 2022, mr was noted to have increased to 3-4 and the anterior mitral leaflet appeared to have been perforated by the clip. The clip remained stable on the leaflets and a second procedure was performed on (B)(6) 2022 and two additional clips were implanted to reduce mr. The procedure concluded with mr to 2-3. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural condition. The recurrent mitral regurgitation (mr) appears to be due to the tissue injury. Tissue injury and mr are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.